Manufacturer narrative:
The actual devices were not returned for analysis, however x-rays showing device orientation were supplied and evaluated.

Event description:
It was reported that revision surgery was performed due to a fracture of the greater trochanter.